Event description:
It was reported that procedure on (B)(6) 2024, the unipolar high frequency cord caught fire during the case. The cord melted off at the connecting piece that goes into the electrocautery machine. A saline soaked towel was placed over the very small flame and it was then extinguished. A back-up electrocautery machine and new cord were brought in to complete the case. No user or patient injury was reported.

Manufacturer narrative:
The device will not be returned to us for investigation. However the manufacturing site will be notified of this incident. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint (B)(4).